Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure for an aortic aneurysm on (B)(6) 2010 and a drain was placed in the pericardium. On (B)(6) 2010, a cut/slit was found on the drain. The drain was fixed with tape and they kept using it for the patent because the patient's blood was leaking from the artificial blood vessel, so the drain could not be removed. On (B)(6) 2010, the drain was removed. There was no adverse consequence to the patient.